Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated for the past few days, their stimulator has not been controlling their pain. Patient said last night they turned stim up on the first setting and had to triple what the intensity was, and on the last 3 settings they had to double intensity. Patient said that took care of some of their neuropathy in their feet, but their back pain was out of control and not doing anything for it, and usually stim worked really good. Patient said stim was shocking them in their right lower abdomen and right thigh. Patient then said the implant battery was depleting from full to empty in 8-10 hours, when the battery used to last a day. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.